Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer stated when the product gets moisture it breaks down like a wet cotton ball stretches and becomes slightly sticky causing residue to remain behind. Consumer was treated for possible bacterial buildup and irritation. Obgyn prescribed with an antibiotic and miconozole 7.